Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that there was blood in the gas tubing. As a result, the catheter was removed and replaced with a second catheter. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. The customer provided a picture which was reviewed; in the photo, it shows the iabp display screen with bpw and transducer waveform. The reported complaint could not be confirmed after the review of the picture. MDR 3010532612-2022-00229 submitted for details of associated complaints with the same patient. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that there was blood in the gas tubing. As a result, the catheter was removed and replaced with a second catheter. There was no report of patient complications, serious injury, or death.